Manufacturer narrative:
Unit received with blank display due to damaged electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with detached end cap, scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that bottom of pump was cracked. Insulin pump fell and hit pavement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.